Event description:
It was reported intermittently that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.